Event description:
It was reported that a spectrum infusion pump was not alarming upstream occlusion alarms during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing,'not alarming upstream occlusion alarms during testing' was not reproduced. A review of the history log revealed multiple events of "upstream occlusion!" However, the event history log cannot confirm if the alarms were true of false. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of range and failed to calibrate. Ultrasonic sensor replacement is required to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.